Manufacturer narrative:
Product event summary- the full lead was returned. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that "the doctor doesn't remember the problem of the lead. Maybe it was a problem with screw?" The lead was never implanted. No patient complications have been reported as a result of this event.